Event description:
It was reported that there was a tool malfunction where the drill key did not fit properly into the guide. The drill key was stiff and wouldn't go in all the way to the base causing the implant placement to be slightly shallower than typical. The session completed successfully.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.